Manufacturer narrative:
Submit date: 04/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports that during the injection of dialysis fluid, the nurse noticed that the catheter had several micro-perforations. The nurse shortened the catheter and the pt was given a treatment of antibiotics, usual in the event of line break.